Event description:
It was reported during a remote follow-up, high out of range pacing impedance was noted on the right ventricular lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.